Manufacturer narrative:
It was reported that the diapers does not have that inner leak gaurd and have experienced leaks with every use even after trying to double the diaper to prevent that.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated

Event description:
It was reported that, the diapers does not have that inner leak gaurd and have experienced leaks with every use even after trying to double the diaper to prevent that.